Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8f angioseal sts plus was returned for evaluation. The header bag, plastic tray and the carrier tube assembly were returned. There was some spots of blood like substances noted on the carrier tube and anchor. As returned, the collagen was swollen within the carrier tube anchor was posted at the tip. The bypass tube was not at its manufacturing position and was not returned. The presence of the collagen was confirmed. The anchor was manually pulled to reveal the rest of the collagen and tamper tube. The 5 hole weave of the collagen and integrity of the knot were verified. No anomalies were found. The complaint cannot be confirmed for failure mode of missing collagen. However, the complaint will be confirmed for dislodged/displaced bypass tube which resulted in exposition of the anchor as seen on the returned device. The exact root cause of the event cannot be determined with the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were putting together the angioseal parts and they recognized that there was no collagen inside. They didn´t use the angioseal further. They used a new angioseal for the patient. It was reported that there was no patient involved and that this was pre-treatment.